Manufacturer narrative:
(B)(4). (B)(4). Blade does not cut. The product upon which this medwatch is based in anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2009. During the procedure, the blade kept spinning, but would not cut the tissue. The patient had a large uterus and a lot of tissue. A second device was used and the case was successfully completed with no adverse patient consequences.